Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed during pre-testing. There was no patient involvement and harm or injury reported. The philips field service engineer attended the customer site for implementation of field change order 081. The ventilator failed active exhalation control module testing during the pre-test. The 3-way solenoid valve and the proportional valve were replaced to address the issue. After replacement of the components, the device passed final testing and performance verification. The device was reported to be ready for return to clinical use and was returned back to the customer.